Event description:
Procedure type: lobectomy. According to the reporter: the ralc failed to fire. It closed on the tissue but the lights flashed amber and it would not fire. The surgeon removed and re-loaded the ralc but got same result. The surgeon opened a second ralc and it worked properly to complete a second firing. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).